Event description:
Nellcor puritan bennett received a call from facility on 11/3/98. Facility called to report the following problem: all leds on constant single tone alarm, no volume delivered. Found during bench testing.